Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. The same lot of test strips believed to be involved in the incident were tested recently and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion prime meter was giving variable readings. Customer has had meter for three months and has feels the meter is not reading accurate. She stated a couple of times she has taken insulin based on the meter reading and then crashed where her sugar was too low. One time in mid-october the meter read 290 when she woke up so she took insulin, ate breakfast about 9:00 am, left home about 11:00am and while driving her glucose crashed. She started sweating and not feeling well so she knew she was is getting too low. She ate a few glucose tablets and was ok. Last night before bed the meter read 218 and she did not take any insulin, but around 1am she woke up with sweats. She tested and was 51 so she had some glucose and was ok. This morning meter read 396 and does not feel that is accurate since she did not eat anything yet. Caller feels the meter readings are very erratic, going up and down, and does not trust the meter. Technique and storage are ok. Controls not used. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.